Manufacturer narrative:
Date sent: 08/19/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic adrenalectomy. During cleaning towards the end of the case, the tissue pad came off. Another device was used to complete the case. There was no adverse consequence to the pt.